Manufacturer narrative:
Com-(B)(4).

Event description:
The product was returned and evaluated. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. The share log was not reviewed because there is no data in the cloud. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Confirmation of the allegation and a probable cause could not be determined. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.